Event description:
It was reported that the ventilator was not alarming correctly while connected to the patient. It is unknown which alarm the customer was expecting or what actually occurred to cause a potential alarm condition. No patient harm reported.